Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter ((B)(4)) used in conjunction with the receiver was provided for investigation on (B)(4) 2015. The transmitter passed exterior visual inspection. Global transmitter functional testing was performed and resulted in no failures. No faults were detected. The device was determined to be operating within the required specification